Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Case #: (B)(4) case subject: npi 8120 error code 351.6660 account name: (B)(6) medical foundation account #: (B)(4) asset name: 8110 syringe module, v9 r asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: customer reports error code 351.6660 on their 8120 (sn: (B)(4)). Failure device type: alaris system instrument failure problem type: 8120 failure mode: troubleshooting/ error codes case resolution: informed customer this is due to the wiper assembly located on the carriage block assembly. Recommended sending in for repair. Customer will send in for repair. Ended call